Event description:
It was reported that an ilet user experienced a severe low blood glucose event after announcing a normal meal but consuming less food than announced, consistent with an incorrect procedure related to meal size entry on the user interface. Symptoms included hypoglycemia with a reported blood glucose of 52 mg/dl and confusion. Outcomes included no lasting health consequences or impact. Investigation included communication with the participant and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect method for meal announcement involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. The participant treated the event with oral carbohydrates.